Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in three pieces for analysis. Failure event observed during analysis. Visual inspection of the lead found external insulation abrasions consistent with friction to another device or feature of the heart. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.